Event description:
It was reported that the spinal cord stimulation (scs) patient experienced vomiting and headaches following a revision procedure (reported MFR# 3006630150-2024-05904). It was noted that the entrada needle used during that procedure appeared to be very sharp, and the patient was admitted to the hospital due to a suspected dural tear that caused cerebrospinal fluid (csf) leakage. A blood patch was done to help heal the tear, the patient's the symptoms subsided.